Event description:
Procedure: vats; according to the reporter: the vats wedge resection was performed on a female patient and was converted to thoracotomy due to staple line bleeding. It was reported that the patient is doing fine. The scrub tech stated the tissue was thick.